Event description:
Patient was revised because the lag screw protruded through the head into acetabulum.

Manufacturer narrative:
Examination was not possible, as the product and/or x-rays were not returned. A search of the complaint database found no prior reports for this part and lot number combination. Review of the as400 system show that other devices from lot dfgbyc have been delivered and can be reasonably concluded implanted without issue as no further reports are identified. A root cause could not be determined without evaluation of the x-rays. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.